Event description:
Prior to device failure, the patient was weaned from the ventilator using bilateral diaphragmatic pacers. The right pacer failed. By history from the patient's mother, the pacer was hit against the patient's wheelchair and subsequently stopped working. The patient was then placed back on the ventilator.